Manufacturer narrative:
The insulin pump had minor scratches on the display window, a cracked case near the display window corners, cracked battery tube threads and a cracked reservoir tube lip.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It is reported that a customer called to replace their insulin pump due to a voluntary recall on the pump. The patient's blood glucose level was not recorded. The customer stated they wanted their pump replaced but was upset at the lack of sensitivity the representative was on the phone. The customer stated the operator on the phone was rude and uncaring of the situation at hand. The customer never stated if the pump malfunctioned. The customer changed their mind and no longer wanted the replacement. No further information was provided.